Event description:
The customer reported to olympus, their xenon light source had the following reportable event; error code b30 and "grisly picture". There was no report of patient harm, procedural delay or injury.

Manufacturer narrative:
The device was not returned to olympus for evaluation, and the customers allegation was confirmed onsite by field service, the pins of the socket were corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.